Manufacturer narrative:
Concommitant medical products: injector model-msi-pf,lot#: 1395302, cartridge model-sfc-45; lot#: 1404251, foam tip plunger model-ftp; lot#: 1407639. Device evaluation: lens was returned in a micro-centrifuge vial with moisture. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo_12.6, -9.5/3.0/082 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for shorter length lens due to excessive vault. This exchange resolved the problem.